Manufacturer narrative:
The patient and device codes were coded by the manufacturer. Investigation results: a visual inspection of the device showed that the outer extrusion shaft was broken. Scissors could not open and close due to broken outer extrusion shaft. The complaint is confirmed for scissor will not open and close. Corrective action has been issued to address this failure mode.

Event description:
The hospital reported that during pretesting for the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.